Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm, c navitor with radiopaque markers, was implanted in a patient with a final implant dept of 3mm. All 3 retainer tabs were fully released. Patient was stable throughout the procedure. Implantation depth was good. On (B)(6) 2024, it was reported that the patient received a pacemaker. The patient is stable.

Manufacturer narrative:
An event of heart block and permanent pacemaker implant was reported. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. No additional information was provided. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.